Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that an empty cartridge alarm occurred while the cartridge was not empty. Reportedly, the customer loaded cold insulin into the cartridge. Customer¿s blood glucose was 300 mg/dl. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge.